Event description:
It was reported that during a right ventricular (rv) lead revision due to low sensing and elevated thresholds, it was noted that the rv lead and the right atrial (ra) lead had migrated. The physician elected to explant the leads and implant new leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, there was tissue present on helix and there was apparent explant damage. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.